Manufacturer narrative:
Patient city: (B)(6), patient country: spain.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient faced infusion set adhesive issue on (B)(6) 2026. The patient reported that the infusion set cannula fell while doing exercise and tape was not sticking. No further information is available.